Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable clamp tubing alarm occurred; air inline unknown; patient not affected. No additional details. No patient injury was reported.